Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received readings of 130 mg/dl and 285 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.